Event description:
The customer reported a leak at the distal end of the subject device. The issue was found during reprocessing. There was no patient or user injury reported. The device was sent to an olympus service center for evaluation. During inspection and testing, service found no image and no ultrasonic image displayed on the monitor. This report is being submitted for the malfunction found during the device evaluation (no image).

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. During inspection and testing of the returned device, service found the image was restored after aeration; however, the ultrasonic image was initially present but after aeration, there was no image. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: ultrasound image was lost due to ultrasound probe breakage. Ultrasound image was lost due to the ultrasound cable disconnection. Ultrasound image was lost due to the failure of the pc board. The event can be detected/prevented by following the instructions for use: inspection of the endoscopic system. Warnings and cautions or precautions. Storage of the ultrasonic cable. During the device evaluation, service observed a leak from the biopsy channel and balloon channel. The adhesive was missing on the elevator cover and mechanism lid, and the probe was loose. The rubber cover was flooded. The rubber adhesive was peeling. The objective lens was chipped. Switches 1 and 4 were not working but were functioning intermittently after aeration. Moisture was observed in the control body. The scope connector mouthpiece was loose. There was moisture in the electrical connector. The right/left and up/down control knobs were loose. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.